Manufacturer narrative:
Reporting address state: wi.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility confirmed that the speaker had no sound, due to a defective speaker. A philips bench repair technician (brt) replaced the speaker to solve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.